Event description:
A physician reported that ultrasound of an ophthalmic console¿s stopped during surgery. The ultrasound was restarted after readjustment and the surgery was completed. There was no patient harm reported. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative resolve the issue with the customer (remotely). Therefore, no on-site testing was performed. Based upon the information obtained, the root cause cannot be conclusively determined. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based upon the information obtained, the root cause cannot be conclusively determined manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).